Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2002: (B)(6), md. Operative report. Preoperative diagnosis: biliary colic. Parastomal hernia. Ventral hernia. Postoperative diagnosis: biliary colic. Parastomal hernia. Ventral hernia. Extensive intraabdominal adhesions. Procedures: laparoscopy. Laparoscopic lysis of adhesions. Laparoscopic cholecystectomy. Laparoscopic repair of parastomal hernia. Laparoscopic repair of ventral hernia. Operative findings: the patient had multiple adhesions in the midabdomen and extending up the midline. There was a small ventral hernia present with about a 2-cm defect. There was a general laxity of the anterior abdominal wall. There was also a fairly large parastomal hernia that showed a significant separation of the posterior rectus sheath. This was initially repaired primarily with sutures to close the defect and then an onlay of gore-tex dual mesh patch was utilized to reinforce the repair. The ventral hernia after it was reduced, the entire upper portion of the abdominal wall was bolstered with a 10 x 15 gore-tex dual mesh. Operative technique: ¿under satisfactory general endotracheal anesthesia, the patient in supine position, foley catheter in place, pneumoperitoneum was created with a lazarus catheter in the epigastric area. Once an airspace was created, a 1011 trocar was introduced and 0-degree laparoscope was introduced. There were extensive adhesions present, but there was an airspace in which we could work. A 5-mm trocar was then placed just superior to this, and electrocautery with the scissors is used to dissect down additional adhesions from the omentum to the anterior abdominal wall. Several that were quite vascular were clamped with endo clips and then divided. Gradually the upper abdomen was freed of adhesions, and an additional 10-mm trocar was placed in the left midabdomen. As the dissection was carried down, a ventral hernia was encountered, and the incarcerated omentum in this was reduced. The dissection was then carried down to the area along the stoma which was dissected free. The fascial defect was noted, and there was additional loop of bowel that was into this hernia that was also reduced. Once this was accomplished, the attention was placed at performing a laparoscopic cholecystectomy. The anterior and posterior peritoneal reflections about the neck of the gallbladder were incised. The cystic duct and cystic arteries were identified. Three clips were applied to each, and then they were divided. The gallbladder was dissected free without difficulty and removed. Once hemostasis was assured in this area, attention was given back to the area of the parastomal hernia. The fascial defect was closed with several interrupted 0 ethibond sutures that were tied endoscopically to close the defect. The gore-tex dual mesh was then introduced. It was tapered to conform around the superior edges of the stoma. It was then secured utilizing the auto suture tacking device. It was tacked all along the periphery at approximately 1-cm intervals, and then was also tacked several placed in the inferior of it to promote adhesion. Once this was placed, the upper portion of the abdomen was secured utilizing a 10 x 15 cm gore-tex dual mesh that was similarly attached. Once the procedure was completed, the trocars were removed. The fascial defects were closed with interrupted 0 vicryl. Then 0.25% marcaine with epinephrine was infiltrated to assist in postoperative pain control. The skin edges were closed with stapling device. Instrument, needle and sponge counts were reported to be correct at the termination of the procedure. The patient tolerated the procedure well and went to recovery room with stable vital signs.¿ product identification records for the alleged gore device were not provided. On (B)(6) 2014: (B)(6), md. Operative report. Assistant: (B)(6), md, pgy 3. Preoperative diagnosis: incarcerated peristomal hernia and hypertrophic scar. Postoperative diagnosis: incarcerated peristomal hernia and hypertrophic scar. Procedure: open incarcerated parastomal hernia repair with mesh and revision of hypertrophic scar. Operative findings: the patient had a fairly large peristomal hernia in the right lower quadrant. He had multiple previous surgical procedures including attempt at a laparoscopic ventral hernia repair, which did not ultimately withstand the patient¿s gaining of weight, and he developed a perostomal hernia. He also has an epigastric diastasis, but I do not think this is a true hernia. In any event, we did not attempt to repair at this time. The scar was very hypertrophic and actually had been ulcerated a couple of weeks ago. It was able to be revised, and we removed some of the hypertrophic scar that had been previously ulcerated and revised the scar. Operation: ¿under satisfactory general endotracheal anesthesia with the patient in the supine position, the abdomen was prepped with betadine solution and draped in standard fashion. Betadine-soaked sponge was placed in the stoma, and an ioban was applied, excluding the stoma from the surgical field. First, attempt was made to create a pneumoperitoneum to see if any of this would be possible to be performed laparoscopically, but we could not gain access to the abdominal cavity with the lazarus catheter, and therefore terminated this portion. The hypertrophic portion was excised, and some of the nonhypertrophic portion was also utilized in it. This is a vertical midline incision. This incision was then carried down through the subcutaneous tissue through scar and fascia, and then the mesh was encountered. There were several corkscrew tackers which were removed. The mesh was then incised, and the abdomen was entered. There was no true peritoneal cavity. There was only adherent intestine to the anterior abdominal wall. This was slowly taken down, at first from the left side and then finally from the right side of the incision. We did gain access down to the pelvis up to the epigastric area, and then slowly worked the bowel away from the area of the hernia. The defect was palpable, and slowly, the dissection was carried out so that we were ultimately completely around the stoma and completely around the fascial defect. At this point, a decision was made to close the defect partially with interrupted figure-of-eight #1 vicryl suture, snugging up the stoma, and then we placed a 6 x 6 inch physiomesh with approximately a 30 mm keyhole in the middle in order to completely surround the stoma and reinforce the abdominal wall all the way around the stoma. This was attached primarily with the secure strap tacking device. It was in the midline it was carried across the midline and sutured to the abdominal wall with interrupted 0 vicryl suture. Once this was accomplished, the incision was closed with interrupted figure-of eight # 1 vicryl suture. The subcutaneous tissue was lavaged, was closed with interrupted 3-0 vicryl, and the skin was closed with a stapling device. Instrument, needle and sponge counts were reported to be correct at the termination of the procedure. The patient tolerated the procedure well, went to recovery room with stable vital signs.¿ on(B)(6) 2014: (B)(6) unit. Implant record. Mesh physio. Findings: multiple adhesions, lateral parastomal defect, old mesh well incorporated. On (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnosis: enterocutaneous fistula with infected prosthetic mesh. Postoperative diagnosis: enterocutaneous fistula with infected prosthetic mesh. Procedures performed: exploratory laparotomy. Extensive lysis of adhesions in excess of 1 hour. Explant of infected mesh x 3. Small bowel resection. Resite ileostomy from right to left. Repair of remnant of ventral hernia with xenograft, opening of all hernias with removed mesh surface area 30 x 15 cm. Assistants: (B)(6). Specimens: multiple to pathology including resection, ileostomy, small bowel, multiple pieces of mesh, excised skin flaps. Blood loss: approximately 250 cc. Intraoperative complications: deserosalization during lysis of adhesions resulting in need for segmental small bowel resection. Disposition: stable to recovery. Description of procedure: ¿the patient was brought to the operating room and placed in supine position on the operating room table. General anesthesia was induced and the patient was prepped and draped in the usual sterile manner. The patient¿s existing ileostomy was sewn shut and careful skin prep and positioning was carried out, so as to prevent peripheral neurological injury, etc. After an appropriate surgical pause, a midline incision was started on the superior midline away from the patient¿s current acute infection for a distance of approximately 10 cm. The subcutaneous tissue was dissected down to the midline fascia, where a piece of gore-tex mesh was immediately encountered. The gore-tex mesh was painstakingly excised, ultimately gaining entry into the peritoneal cavity. The incision was extended down to the level if the draining enterocutaneous fistulas, excising one additional piece of mesh before encountering the acutely infected piece of composix, which had been placed at the most recent operation. Along, the underlying bowel was carefully excised away from the overlying mesh without encountering enterotomies with making slow, but steady progress. Ultimately, the most recently placed piece of mesh was encountered and the dissection was extended laterally, encountering a large cavity of purulent material aligned with chronic granulation tissue and ultimately abutting against the patient¿s ileostomy. The ileostomy was noted to have its fistula emanating from immediately around the level, where the reinforcing mesh had been placed. Part of the mesh was excised separately and additional pieces of the mesh were excised in continuity with the patient¿s ileostomy also taking the surrounding skin and subcutaneous tissue. A gia stapler was fired across the ileum immediately proximal to the stoma and the mesentery at this point was carefully divided between silk ties. This acutely infected tissue was then passed off en bloc for pathological examination. A fairly large area of tissue deficit was then present in the right lower quadrant subcutaneous tissues and this was irrigated out as was the rest of the abdominal dissection, so as to prevent spread of infection. At this point, it was decided that it would be necessary to resite the stoma to the patient¿s left due to the extensive chronic infection present on the right and an extensive lysis of adhesions was carried out to facilitate this. One loop of bowel was very densely adhered into the pelvis and was necessary to mobilize this so as to prevent the creation of an internal hernia with resiting of the ileostomy. Ultimately upon delivery of this bowel loop into the wound, a fairly large area of deserosalization was encountered which was not repairable. For this reason, this piece of bowel was resected, creating a new side-to-side anastomosis and this segment of bowel approximately 8-10 cm in length was passed off for separate pathological examination. Side-to-side anastomosis was carefully examined and found to be intact and there was no mesenteric deficit, which required a repair. A new ileostomy site was the fashioned and the left abdomen symmetrical with placement of the previous ileostomy on the right. A cruciate incision was made in both posterior and anterior sheath of the rectus. A button of skin was excised and the ileostomy was passed up through the abdominal wall through an opening, felt to be small enough as to prevent further formation of suture peristomal hernias. This ileum was then left in position and the abdomen was carefully arranged so as to prevent the formation of internal hernias and there appeared to be plenty of ileum extruding up through the abdominal wall at this point. A piece of bovine xenograft was then selected, placed into position and sewn using a mattress style running pds suture into the posterior sheath of the right rectus muscle, leaving tissue overlap of approximately 10 cm. This suturing was completed around the left side of the abdomen, leaving and even larger tissue overlap and allowing the mesh to be split and placing it both above and below the stomal site, so as to provide some degree of reinforcement. Once this mesh was sewn into position across the posterior sheath, further irrigation was carried out with clorpactin and the midline fascia was closed over the top of the reinforcing xenograft. This was accomplished without significant tension. Fair amount of additional extra skin was encountered and the incision below the previous stoma was felt to place the lower quadrant of the skin, somewhat at risk. For that reason, in addition to excising chronic granulation tissue, approximately 8-cm of skin on the right-sided advancement flap was removed. The midline incision was then closed loosely using deep vertical mattress sutures and wicks were placed. The previous colostomy site was left open and packed, wicks were placed in between the sutures of the midline incision and a colostomy stoma appliance was used following standard __ [sic] ileostomy formation on the left. The patient tolerated the procedure well, was allowed to emerge from anesthesia and taken to the recovery room in stable condition with all instrument and sponge counts correct.¿ on (B)(6) 2015: [missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
D2: added common device name. D4: added lot #, catalog #, expiration date, di #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  ??/??/??:[missing records. Records prior to (B)(6) 2002 including operative report for ileostomy were not provided.] On (B)(6) 2002: (B)(6) outpatient surgery. Surgery report. Preoperative diagnosis: peristomal hernia, epigastric hernia, cholelithiasis. Operation: cholecystectomy. Wound classification: clean-contaminated. Implant sticker. Peristomal: gore-tex® dualmesh® biomaterial. Item #: 1dlmc02. Lot #: 01588816. Implant sticker. Epigastric: gore-tex® dualmesh® biomaterial. Item #: 1dlmc03. Lot #: 01259512. The records confirm two gore-tex® dualmesh® biomaterial (1dlmc02/01588816) and (1dlmc03/01259512) were implanted during the procedure. ??/??/??:[missing records: records between (B)(6) 2002 and (B)(6) 2014 including operative reports for multiple surgical procedures were not provided]. ??/??/??:[missing records: records between (B)(6) 2014 and (B)(6) 2015 detailing ¿extensive chronic infection¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2002 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: removal of infected mesh. Additional event specific information was not provided.